Event description:
It was reported by the patient's family that the device went to "safe mode" and the patient had to be hospitalized for eight days because the patient went into atrial fibrillation since the device did not help the way it was supposed to. Also, the device was at elective replacement (eri) and early battery depletion was suspected since the device had only been implanted for a couple of years. It was also noted that the patient experienced pain and suffering and had to be cardioverted two times and was on a holter monitor and had bruises all over their body. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.